Manufacturer narrative:
The user facility returned the pump product for analysis and testing. The data logs were not returned. Upon visual inspection and testing biomaterial was seen to be adhered to the pump. The root cause for the hemolysis is the failure to properly position the pump. This was determined via clinical case review. The failure mode will be monitored and trended.

Event description:
A patient was deteriorating in the ICU after suffering from a stemi. The patient was to have a high risk angioplasty to treat the coronary artery that had caused the myocardial infarction. The pump supported the patient for 5 days when the team made the decision to transfer the patient to a tertiary medical center for escalation of care. At the tertiary center the impella was explanted due to concerns of hemolysis. When explanted the pump had biomaterial adhered to it. The team made the choice to place an iabp and vv ECMO rather than another impella pump.